Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). Two (2) photographs were provided by the facility for evaluation. Visual examination of the sample noted a particulate present on the drip chamber. Closer examination noted that the particulate is embedded burnt plastic which can occur during the molding process. The house retain samples were reviewed with no defects present on the samples. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: it was reported that during priming black flecks were seen on the drip chamber. No injury reported.